Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The carrier board was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the r860 turned off by itself when in use. There was no report of patient injury.

Manufacturer narrative:
Review by product engineering confirms that a display unit (du) to ventilator monitoring board (vmb) and display unit (du) to power management board (pmb) communication failure occurred. Per engineering, ventilation will continue if display communication is lost. This was not a reportable malfunction. Review by product engineering confirms that a display unit (du) to ventilator monitoring board (vmb) and display unit (du) to power management board (pmb) communication failure occurred. Per engineering, ventilation will continue if display communication is lost. This was not a reportable malfunction.